Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose was 800 mg/dl. The customer¿s other blood glucose value was 600 mg/dl. The insulin pump had flow block alarm. The high blood glucose treated with insulin drip and two intravenous insulin. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.